Manufacturer narrative:
Other components include: product ID 8835 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage and morphine at an unknown concentration and dosage via an implantable pump for malignant pain. On (B)(6) 2017, it was reported that the patient pump had failed "like 4 times" and the patient had to be hospitalized. The patient reported that the issue began 45 minutes after the their last refill with dilaudid. The patient noted that, when their healthcare provider (hcp) changed their medication to dilaudid, the patient informed them that they could not take that dilaudid. The patient left the hcp's office in a wheelchair 45 minutes later and then started feeling funny. When the patient got home, it got worse and worse as the night went on. The patient thought they were dying and called 911. The patient felt like they were "od-ing", their "pressure was way off". The patient was hospitalized. After that, the patient was sick for 3 and a half weeks and could not keep water down. According to the patient, their hcp put new morphine in last week or the week before then "after they had the morphine". The patient stated again that they could not keep water down for 2 weeks. The patient also stated that, one of the time that the patient was at the hospital, they had 6 infusions and they "turned it up". The patient stated that they told the patient that she was going through withdrawal and the patient took oral medications. The patient stated that this had all happened within the last month before the date of the report. The patient noted that they had been to see their hcp the morning of the report. No further complications were reported.